Event description:
It was initially reported by the user facility that no alarms were reported to have sounded when the incident occurred, however, subsequent contact with the user facility revealed the rn did hear an alarm sound.